Manufacturer narrative:
Thirty eight catheters were received for evaluation. Examination and inspection of the returned catheters revealed all 38 had formed tips that were functional and intact. Therefore, the complaint cannot be confirmed as reported. The lot history was reviewed, revealing this was the first such complaint for this lot number.

Event description:
According to the information received, the end user states that a catheter had a tip cut-off/open/broken and caused some bleeding. The patient does mention in the complaint that the bleeding stopped right away and he did not go to the doctor.